Event description:
It was reported that the patient had a backup battery (ebb) fault. The patient reported the ebb faults began on (B)(6) 2024 upon waking up and switching to battery power from ac power. They performed a self-test with no resolution. Log files were sent for review during the clinic visit. It was noted that the ebb had not been changed since initial implant but remains within date. The event log file confirmed the reported backup battery faults. It appeared the ebb was not passing the load test. The pump itself appeared to be operating within normal parameters. Attempts to reseat the ebb were unsuccessful. The ebb was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary mw number: (B)(4) was received 16jun2025. Manufacturer's investigation conclusions: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2024 and (B)(6) 2024 was reviewed. At 06:50 on (B)(6) 2024, a backup battery fault alarm activated due to the backup battery (serial number: (B)(6)) not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm remained active for the duration of the log file. No other notable events were observed in the log file. The backup battery fault alarm did not affect the controller¿s ability to operate the pump at its set speed. The backup battery returned for analysis and passed functional testing with a test system controller, and successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller (serial number: (B)(6)) did not return for analysis. Attempts were made to obtain information about if replacing the backup battery resolved the alarm, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records for the system controller (B)(6) were reviewed and revealed no deviations with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2024 and (B)(6) 2024 was reviewed. At 06:50 on (B)(6) 2024, a backup battery fault alarm activated due to the backup battery (serial number: (B)(6)) not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm remained active for the duration of the log file. No other notable events were observed in the log file. The backup battery fault alarm did not affect the controller¿s ability to operate the pump at its set speed. The backup battery returned for analysis and passed functional testing with a test system controller, and successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller (serial number: (B)(6)) did not return for analysis. Provided information indicated that the backup battery was replaced, resolving the reported alarm. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records for the system controller (B)(6) were reviewed revealed no deviations with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.